Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, a significant battery drop due to left ventricular (lv) lead high capture threshold was observed. No programming change was made. It was mentioned that the issue will be addressed in the next in clinic follow up. The patient was stable.